Manufacturer narrative:
Reporting exemption number (B)(4). CAPA: none. Manufacturer narrative: there are no increased trends of medical complaint for the reported lot number 14444-1. Pharmacovigilance comment: the events of infection and abscess at implant site were considered expected and serious due to the need for intravenous medical intervention. The causal relationship between the events and the treatments seems possible. This case meets the criteria of seriousness and causality for expedited reporting to the regulatory authorities. Additional comments: is was not known if the device was available for evaluation.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2017 by a physician referring to a female patient of unknown age. No information was provided about the patient's medical history, concurrent diseases, concomitant medication, history of allergies or previous filler treatments. On (B)(6) 2017, the patient received treatment with 1 ml restylane refyne (lot 14444-1) to the left and right (0.5 ml per side) nasolabial fold and 1 ml restylane lyft lidocaine (lot 14932-1) to the left and right (0.5 ml per side) cheek. Both treatments was performed with a 29 g needle and an unknown injection technique. Eleven days later, on (B)(6) 2017, the patient experienced infection (implant site infection) and redness in the left nasolabial fold and infection in the left cheek, with no fever. The same day she was treated with clindamycin IV [clindamycin] (dosage reported as 300x4) and ciproxin po [ciprofloxacin] (dosage reported as 500x3). On an unknown date, the patient was treated with augmentin [amoxicillin sodium] [clavulanate potassium] twice a day. After three days of treatment there were no improvements and there was a solid firm lump in the site. No liquid was discharged when punctured (unspecified location of puncturing). On an unknown date, the patient was then treated with clindamycin [clindamycin] for a week. During this treatment the patient developed an abscess (implant site abscess) that was opened and sent for bacterial culture. Drainage and washing was performed and the patient was treated with hyaluronidase [hyaluronidase]. Two days later the patient met with an infectious disease specialist and received IV-antibiotics and another bacterial culture was sent. Ciproxin [ciprofloxacin] was then given as following treatment. On an unknown date, the patient was examined again due to experiencing swelling in the right cheek and infection in the jaw line. The patient was then recommended to continue treatment with doxicilline [doxycycline] for 6 months. The reporting physician has assessed the causality between the treatment and the adverse event of infection at the implant site as unlikely. Outcome at the time of the report: infection was recovering/resolving. Abscess was unknown.